Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a customer experienced multiple close calls with diabetic ketoacidosis and elevated blood glucose levels. However, the exact values were not provided. Reportedly, the customer would change out the infusion set site and the issue would be resolved. Multiple follow up attempts were made to obtain customer and device information that were unsuccessful.